Event description:
Procedure: lap band. Anatomy involved: stomach. According to the reporter: during the lap band he was sewing the top portion of the stomach over the band to hold it in place - the needle broke. They ran a x-ray and did not find the needle. Current patient status: doing fine. Small portion of needle fell into the patient and was left in the patient. X-ray did not find needle. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Evaluation summary - post marketing vigilance concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The subject needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The subject needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the subject needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).